Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that low sensing was observed on the lead. The lead was replaced and the patient was in good condition after the procedure.